Event description:
Report received from analysis of the device that the posterior foot was broken and missing from the device. The physician had attempted to achieve arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure. It was reported that either a cuff miss or link break occurred. The device was removed and another perclose device was used to achieve hemostatsis and closure. There was no report of an adverse pt event. Although requested, additional info has not been made available.